Manufacturer narrative:
Six days after the successful index procedure coronary angiography revealed total occlusion at the proximal side of the previously implanted orsiro stent which was treated successfully with balloon angioplasty. The provided clinical information was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation no device deficiency or manufacturing related root cause could be identified. The treating physician commented that the reported occurrence is more likely due to drug dosage timing rather than device-related issues. Other des revealed the same phenomenon. After entering the cathlab, heparin was started, but due to preparation to the device time was very fast, so it is possible that the drug was not effective until des implantation.

Event description:
On (B)(6) 2021, the patient admitted with st elevated ami (distal rca) and successfully treated with orsiro des (timi iii flow post-operative). Dapt was initiated. 6 days later, patient developed bradycardia and avb. During control angiography a total occlusion was observed proximal to the stent. Poba was done and dapt medication was changed, and the patient was discharged. The physician commented that this event occurred more likely due to drug dosage timing rather than device related issue.